Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The weekly battery voltage trend data shows minimum battery equal to 2.75 to 2.64 volts range between (B)(6) 2013 is before device recommended replacement time (rrt) less than or equal to 2.62 volts. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected battery longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The weekly battery voltage trend data shows minimum battery equal to 2.75 to 2.64 volts range between (B)(4) 2013 and (B)(4) 2013 is before device recommended replacement time (rrt) less than or equal to 2.62 volts.